Manufacturer narrative:
Title: does a more extensive mucosal excision prevent haemorrhoidal recurrence after stapled haemorrhoidopexy? Long-term outcome of a randomized controlled trial. Year of publication: 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after colorectal procedure, patient suffered medical complications. Postoperative bowel dysfunction was assessed. 11 (23%) patients had some degree of recurrent prolapse. Persistence of anal bleeding was significantly higher in the pph group (p = 0.04). Seven (15%) of the 48 patients in the group complained of some evacuation disturbance regarding recurrence of prolapse and other haemorrhoidal symptoms.